Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that low voltage and power cable disconnect alarms were seen. Log files were submitted for review and contained power cable disconnect alarms when the patient was utilizing battery power. These alarms appeared to be a result of relative state of charge (rsoc) invalid flags. It was suggested to check the batteries and battery clips for integrity and clean all battery & battery clip contacts with an alcohol wipe. The customer later reported that the patient continued to have connectivity issues despite having brand new battery clips and utilizing wall power. Additional log files showed low voltage alarms associated with atypical fluctuations in the rsoc signal values of the black power lead while connected to battery power. There were also a few random power cable disconnect events associated with atypical fluctuations in the recorded rsoc signal values of the black power lead while connected to wall power. The system controller was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted controller event log files and log file downloaded from the returned controller contained data spanning 10 days combined ((B)(6) 2023 and (B)(6) 2024 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion due to the relative state of charge (rsoc) voltage dropping. The atypical alarms occurred while connected to 14v batteries and while connected to the mpu and occurred on both the black and white power cables. The pump maintained a speed above the low speed limit throughout the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.